Event description:
The customer reported that the doctor saw a spark while using the device. A piece of insulation was found on tonsil bed. The piece was removed without any pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.